Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2022. On 2(B)(6) 2025, the patient was in the cardiac care unit for chest pain, and the patient alleged it was related to barostim. The patient also experienced increased edema in their left extremities, and a right heart catheterization was planned. The patient also reported they experienced some facial droop and restless leg syndrome (rls) since approximately (B)(6) 2025 related to barostim, and the symptoms had subsided when a magnet was placed on barostim. The patient also alleged part of the barostim had migrated to their groin shortly after implant; however, they never reported this allegation to any physician, no x-ray was ever performed, titrations had occurred without issue, and no lead impedance issues were noted. It was noted that barostim had last been interrogated in (B)(6) 2023 with an anticipated battery life through (B)(6) 2026. Barostim therapy was turned off, it was planned to manage the patient's medications and diuretics for the edema, and the patient no longer had a managing cardiac physician.